Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00519. It was reported the patient experienced ineffective stimulation due to high impedances on one lead. X-rays were taken and confirmed the lead is fractured. Surgical intervention may take place at a later date. Note: it is unknown which lead is fractured, as such both leads are being reported.